Event description:
The user received questionable high results for sodium on the cobas c501 analyzer. The event involved 9 patient samples. One patient sample gave discrepant results for sodium the initial result for sodium gave 150 mmol/l. This result was reported outside the laboratory. The sample was repeated which yielded a sodium result of 133 mmol/l. This result was accompanied by a data flag and was sent as the corrected result for this patient sample. The user said no patient's were affected. The sodium electrode lot number was e05. The field service representative found a problem with the detergent dispense. He adjusted the detergent rinse level and ran performance tests to verify analyzer performance.